Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer reported a blood glucose value of 30 mmol/l along with symptoms of dehydration and confusion. The customer treated hyperglycemic event with insulin pump, IV insulin drip, emergency room visit and over night hospitalization. The customer treated diabetic ketoacidosis with IV insulin drip and over night hospitalization. The customer treated symptoms of dehydration and confusion with over night hospitalization. The event involved product(s) unk_ngp. Troubleshooting was performed, customer has been using the insulin pump system within 48hrs of the event and reported insulin pump in use leading up to the hospitalization. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for unk_ngp. Frn-mmt-unk-rsvr, unomed set, ozp-mmmt-7020c4-snsr.